Event description:
A company representative reported that the clamp for a lite snake arm did not fit on the post in the tube set. No delay, no medical intervention, and no adverse consequences to the patient were reported with this event.

Manufacturer narrative:
Additional information: h7, h9.

Event description:
A company representative reported that the clamp for a lite snake arm did not fit on the post in the tube set. No delay, no medical intervention, and no adverse consequences to the patient were reported with this event.